Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit powered on successfully after battery installation and no blank display was noted. Unit was successfully downloaded using thump software. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 12.0 received the lowbatteryalert (104) on (B)(6) 2026 05:28:00 faster than expected at 2.84 days. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2026 19:45:00 faster than expected at 2.24 days. Battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2026 20:10:00 faster than expected at 1.26 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 49 was found on (B)(6) 2026 15:41:17.000. Line=684 file=39. Critical pump error 53 was also found on 01/22/2026 14:01:01.000. Line=472 file=171. Unit passed the displacement test and self-test. No pump error 49 alarm was noted during testing. Unit also passed the sleep current measurement test and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of cosmetic damage were not confirmed when no cracks to the battery compartment were noted during visual inspection. Allegations of blank display were not confirmed when unit powered on successfully after battery installation. However, allegations of pump error 49 were confirmed when pump error 49 alarms were noted during download history review. Additionally, critical pump error 53 was also found in download history review. Battery power loss was also noted when the baat tool concluded the customer experienced an unexpected power loss of less than 7 days per the pump history records. Overall, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged blank display, pump error 49 (history pointers failed. The history pointers are corrupted) and battery compartment and/or spring damaged. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and issue was unresolved. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.